Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had repeated failed battery test alarms on their insulin pump. Customer also reported receiving a battery out limit alarm. The customer's blood glucose was 96 mg/dl. Troubleshooting could not be completed because the customer did not have new batteries. Customer also mentioned their blood glucose has been high from their steroid medications. Customer was advised to monitor their insulin pump. No additional information provided.